Manufacturer narrative:
B2 date of death: updated to exact date; b3: updated to exact date; b5: updated.

Event description:
The patient was enrolled in the asap too study with patient identifier (B)(6) on (B)(6) 2020. It was reported that death occurred. A left atrial appendage closure procedure was performed on (B)(6) 2020. Initially, a 24mm watchman closure device was attempted, however release criteria were not met, and it was removed and exchanged for a second 24mm watchman closure device. Again, release criteria were not met, and it was removed and exchanged for a 27mm watchman closure device which was successfully implanted at the laa with a complete seal and deployed diameter of 23mm. The patient was discharged (B)(6) 2020. On an unknown date, unknown days post-index procedure, the patient died. It was further reported that the patient died approximately 4 years post-implant on (B)(6) 2024.

Manufacturer narrative:
B2: estimated based on bsc aware date. B3: estimated based on bsc aware date.

Event description:
The patient was enrolled in the asap too study with patient identifier (B)(6)on (B)(6) 2020. It was reported that death occurred. A left atrial appendage closure procedure was performed on (B)(6) 2020. Initially, a 24mm watchman closure device was attempted, however release criteria were not met, and it was removed and exchanged for a second 24mm watchman closure device. Again, release criteria were not met, and it was removed and exchanged for a 27mm watchman closure device which was successfully implanted at the laa with a complete seal and deployed diameter of 23mm. The patient was discharged (B)(6) 2020. On an unknown date, unknown days post-index procedure, the patient died.